Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was inoperable and the patient last received stimulation some time ago (exact date unknown). It is unknown when the ipg was last recharged. The patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Therapy has been resumed.